Manufacturer narrative:
An investigation done by merge healthcare determined that if a report was saved too quickly after opening the exam, the report would not save successfully as expected. The user must save the report after the report template has completed building in order for the report to save successfully. The candidate fix for this issue is scheduled to be in release 11.1.2.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On 08/02/2016, merge was notified that a report for an exam was missing. After further investigation by merge support, it was determined that a report was created & saved on june 26th, 2016, however, there was no trace of the report on the I drive. In addition, an audit by the support technician showed no trail of the report being combined or the exam being merged. The merge support technician was not able to recover the report or find the word document file for the report. Therefore, the report was unable to be found and needed to be re-dictated. There was no reported adverse event to a patient. However, reports needing to be re-dictated has the potential to delay patient treatment and/or diagnosis. (B)(4).